Manufacturer narrative:
The returned device presented with some minor scratches on the cover, but was otherwise in fair physical condition. All knobs and switches on the unit functioned as intended, and electrically, the unit was within specification. All connections within the unit were checked and verified to be in good working order. The tubing of the pump was clamped off while the irrigation was activated, and the pump still functioned properly. The footswitch wire was also manipulated to check for potential issues, but none were found. The condition of the returned device was not consistent with the complaint of pumping issues. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, the irrigation system on the unit did not properly circulate fluid; the pump turned very slowly. In order to circumvent the problem, the complainant used a 60cc syringe to inject fluid. There were no reported patient issues as a result of this event. The procedure was complete with this device. At the conclusion of the procedure, the complainant noted that a rubber mechanism within the pump appeared to be worn down.